Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient stated that she experienced blood glucose (bg) between 272 mg/dl and 425 mg/dl with no signs or symptoms and alleged that the pump was not delivering correctly. The patient stated that she followed her healthcare provider¿s instructions using manual insulin injections and bg responded. The patient stated that she had changed insulin and the infusion set, and denied any leaking from the insertion site. The patient confirmed that the time was set correctly. Customer technical support reviewed the pump with the patient and found all boluses had delivered as programmed. Troubleshooting indicated that the total daily dose history was not correct, indicating missing basal delivery. The basal program was confirmed to be correct. The total daily dose history showed basal delivery of 4.75 units the morning of (B)(6) 2013, when the basal delivery should have been 13.5 units. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the pump did not deliver insulin accurately.

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2014 with the following findings: the total daily history for 03/13/2014 appeared to be inaccurate due to a time and date reset after reboots. A rewind, load, and prime sequence was successfully performed and the pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored but was still legible. Additionally, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.